Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a 25mm 7300tfx mitral valve was explanted at implant due to suture looping. The explanted valve was replaced with another 25mm 7300tfx valve. There was allegation of device malfunction. The surgeon felt the valve failed and cannot really understand how or what a suture loop is. Postoperatively, the patient's lactic was greater than 12. The patient has since passed away. Additional information received: per the customer, the first valve was not prepped according to the instructions for use (IFU) as the post was not pushed in. Two leaflets of the first valve were restricted together; no suture or external compression was noted. According to the physician, the intraoperative edwards' valve exchange caused/contributed to the patient's postoperative complication/death. Per medical records: the patient presented to the hospital with severe chest pain due to a non st elevation myocardial infarction, and sub-segmental pulmonary embolism. Upon surgery, cabgx1 was performed. The mitral annulus was sized to a 25mm 7300tfx valve and it was implanted. There was leaflet entrapment of the mitral valve from the delivery device requiring a second pump run and the valve was explanted and replaced with another 25mm same model valve. Additionally, avr was performed with a 23mm 3300tfx aortic valve. Tee showed good gradients of the av with no signs of pvl. Unfortunately, the mitral valve did have severe central regurgitation with signs concerning for malfunction of two leaflets. There was no pvl. Upon further inspection of the mv, two of the leaflets appeared to have a tethering towards the strut, which was minor; however, was clearly causing restriction of mobility. The mitral valve was explanted and replaced with another 25mm 7300tfx valve. Upon inspection, there was good billowing of the leaflets and no signs of regurgitation. Tee revealed good functioning of the mitral and aortic valves. There was just a trivial pvl at the mitral valve anteriorly. The patient was very coagulopathic and required multiple rounds of blood products. At the completion of the procedure, the patient went into cardiogenic shock and required iabp placement. The patient was stabilized and was taken to the ICU in critical condition, but expired on pod#1. The cause of death is unknown.

Manufacturer narrative:
Impression of echo images: the (B)(6) 2021 tte and (B)(6) 2021 tee are presumed to be preoperative imaging, with native aortic and mitral valves on both studies. These echocardiograms reveal mitral annular calcification with what appears to be no more than mild mitral stenosis and mild mitral regurgitation, and apparently moderate aortic stenosis with mild aortic regurgitation. The (B)(6) 2021 tte/tee is of poor quality, but appears to show a normally functioning mitral bioprosthesis with a small anterior paravalvular leak. Assuming that the (B)(6) 2021 tte/tee images were acquired between 07:45 and 08:14, then these are unlikely to represent intraoperative images, and perhaps more likely to represent imaging from the morning following surgery. No submitted images appear to show the mitral bioprosthesis with reported abnormal leaflet motion and significant central mr. Suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require re-intervention or exchange of the device. The root cause of this event was due to procedural related factors. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional narratives: suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require re-intervention or exchange of the device. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
It was reported that a 25mm mitral valve was explanted at implant due to suture looping. The explanted valve was replaced with another 25mm valve. There was allegation of device malfunction. The surgeon felt the valve failed and cannot really understand how or what a suture loop is. Postoperatively, the patient's lactic was greater than 12. The patient has since passed away. Per the customer, the first valve was not prepped according to the instructions for use (IFU) as the post was not pushed in. Two leaflets of the first valve were restricted together; no suture or external compression was noted. According to the physician, the intraoperative edwards valve exchange caused/contributed to the postoperative complication/death. Per medical records, the patient presented to the hospital with severe chest pain due to a non st elevation myocardial infarction, and sub-segmental pulmonary embolism. Upon surgery, cabgx1 was performed. The mitral annulus was sized to a 25mm and the valve was implanted. There was leaflet entrapment of the mitral valve from the delivery device requiring a second pump run and the valve was explanted and replaced with another 25mm valve. Additionally, avr was performed with a 23mm aortic valve. At the completion of the procedure, the patient went into cardiogenic shock and required iabp placement. The patient was stabilized and was taken to the ICU in critical condition, but expired on pod#1. The cause of death is unknown.